Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2007, a gore propaten vascular graft was implanted in the arm for a-v access. Patient presented with numbness and pain in the left hand. According to the operative report, the preoperative and post operative dx was severe ischemic hand syndrome. On three days later, a reintervention was perform for banding of the graft. Pulse oximetry was good and a palpable radial pulse was appreciated. Angiograms were done showing no reversal of flow. It was noted patient had pulsatile flow proximal and distal to the banding with excellent thrill.